Event description:
It was reported that the iab was prepped per instruction and given to the md to insert via a sheath into the femoral artery of the patient. The iab became stuck in the sheath and as a result, the md removed the sheath with the iab as one unit. Another iab was inserted without incident. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.